Manufacturer narrative:
Zoll has received the zoll platform in complaint for investigation. A supplemental report will be filed when the investigation has been completed.

Event description:
During shift check, the autopulse platform (sn (B)(4)) was displaying an error message "system error, out of service, revert to manual CPR". No patient was involved.

Manufacturer narrative:
The reported complaint of "system error, out of service, revert to manual CPR" error message was confirmed based on the archive review and during functional testing. The fault was found to be due to the defective processor board. Visual inspection of the returned platform was performed and found no physical damage. As part of routine service during testing, the platform was examined and unrelated to the reported complaint, the sticky clutch was noted. The sticky clutch plate was deburred to address the issue. During functional testing, the platform was powered on and the system error, out of service, revert to manual CPR error message appears on the display panel. A review of the archive was performed and the archive data shows system error 132 - (internal watchdog timeout), thus confirming the reported complaint. Following the service repair, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for autopulse platform with serial (B)(4). (B)(4) reported, on (B)(6) 2018, processor board was replaced.